Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was explanted on (B)(6) 2015 due to it turning on and off by itself. Additional retrospective review of the manufacturer's complaint database identified related events that were previously reported. (Reference MFR report #: 1627487-2011-08303 and 1627487-2011-08304).